Event description:
It was reported that the implantable pulse generator (ipg) failed to hold the right atrial (ra) lead in place during an implant attempt. Despite tightening the screw, the lead would not remain connected. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, cause unknown. (B)(4).

Manufacturer narrative:
(B)(4)